Event description:
Information was received that two patients on the same day used the product and did not received adequate effect. Both spinal procedures were uneventful, however both had insufficient anesthesia at 30 min post-block; weak but able to move feet incomplete sensory block. Each of the cases required a repeat spinal. Bupivacaine from new spinal kits for each patient worked great. No adverse effects reported.